Event description:
It was reported by service report that the bearing on the lock bar was worn and one was missing. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.